Event description:
The customer received questionable lactate dehydrogenase acc. To ifcc ver.2 (ldh) results on their c501 analyzer (c3). The customer provided data for 13 patients, of which 5 had discrepant results. The first patient's initial ldh result from another c501 analyzer, serial number (B)(4) (c2), was 168 u/l. The first repeat result from c2 was 262 u/l. The second repeat result from c3 was 278 u/l accompanied by a data flag. The second patient's initial ldh result from c2 was 171 u/l. The second repeat result from c2 was 212 u/l. The third repeat result from c3 was 224 u/l accompanied by a data flag. On (B)(6) 2012, the third patient's initial ldh result from a modular pre analytics device in an aliquot cup on c2 was 137 u/l. The first repeat result from c2 was 146 u/l. The second repeat result from c3 was 220 u/l. The third repeat result form c2 was 221 u/l accompanied by a data flag. The fourth repeat result from c2 was 540 u/l accompanied by a data flag. An additional result of 213 u/l was also provided. On (B)(6) 2012, the fourth patient's initial ldh result from a modular pre analytics device in an aliquot cup on c2 was 167 u/l. The first repeat result from c2 was 174 u/l. The third repeat result from c3 was 282 u/l accompanied by a data flag. An additional result of 167 u/l was also provided. On (B)(6) 2012, the fifth patient's initial ldh result from c2 was 154 u/l. The first repeat result from c2 was 176 u/l. The second repeat result from c2 was 329 u/l accompanied by a data flag. The third repeat result from c2 was 341 u/l accompanied by a data flag. The fourth repeat result from c3 was 369 u/l accompanied by a data flag. The customer does not know which results are correct. It is unknown which results were reported outside the laboratory. There were no adverse events. The ldh reagent lot number was (B)(4) and the expiration date was 11/30/2012. It was noted that the customer was sampling from the primary plasma tube which is not the recommended sample handling method outlined in the product labeling.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. For the medwatch for the c501 analyzer with the serial number (B)(4). (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined. It was noted after changing the sample preparation, there were no further issues reported. The instrument was working within specification and the patients were not adversely affected.